Event description:
Pt had their 4th day pf fludarabine chemotherapy infusion due on (B)(6) 2025 at 2000. As I hung up the bag, I set the pump on delay, seeking assistance for another nurse to double check the chemo dose. 5 minuets later, as I come back to the patient room, the chemo bad was completely dry. Also, after looking in the pump settings, it stated that there was 0ml infused. This was a pump malfunction. Pt was fine. No signs and symptoms. Md overnight and chemo pharmacist was notified. There was no extra precaution taken. The original infusion time for the fludarabine bag was 30 min. Internal rl# (B)(4).